Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the unexpected stimulation and shocking sensation was due to positional stimulation. In an effort to resolve the issue, the patient decreased their therapy amplitude. The issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was starting maybe on and off 3 months ago the patient started experiencing unexpected stimulation. Pt reported they had a real bad experience one night and they were afraid to use it so they put it aside and didn't use it at all. Now their back had gotten worse and their pain doctor suggested the patient meet with the manufacturer representative to have it checked out. Patient met with the representative about 2 weeks ago and the representative reset the therapy and it helped from what it had been doing but now it was on the left side and it was kind of a shocking experience. Yesterday it was in the left leg which was usually in the right leg and back. The representative directed the patient to call patient service. The patient was redirected to their healthcare provider to further address the issue.